Event description:
The event involved regarding 7" (18 cm) appx 0.24 ml, smallbore ext set w microclave clear, clamp, rotating luer where the patient's ketamine infusion was found to be leaking from stopcock clave. Caught when drainage noted on bed. Stopcock and claves replaced. There were a patient involvement and no patient harm.

Manufacturer narrative:
D4 - lot #: possible lot number: 14840417. The device has been requested for evaluation; however, it has not yet been received.